Event description:
The patient experienced pain at the implant site. The physician wanted to move the device to the abdomen to help with the pain but needed a lead extension to do this. The old stimulator was removed and a new device system with a lead extension was implanted in the abdomen. There were no patient injuries and the patient recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.